Event description:
It was reported that bd connecta plus3 blue component damage and leaked flow rate above 900 ml/hour not possible when did the incident occur? During use the device is used in bronchoscopy for anaesthesia. According to dr (B)(6) and ms (B)(6), a flow rate of over 900 ml/h is not possible with a syringe pump. Boluses are administered here for anaesthesia. If a bolus above 900 ml/h is administered, the pump reports an occlusion. If the smartsite extensions are removed, a bolus with a lower flow rate is possible. However, the smartsite extension is prescribed by hygiene regulations. This has been the case since the switch from b. Braun to bd devices. With b. Braun devices, flow rates of up to 1800 ml/h would be possible. Due to this incident, I had to change the configuration of the pump (bolus max. 900 ml/h). According to dr (B)(6), the quality of the mds devices is a disaster. These problems have existed since the switch from braun to bd. The pa-200-g extension line is also far too rigid and would also increase the pressure in the system, leading to occlusions. Mrs (B)(6) had also mentioned that there are problems with 3-way taps from bd. These would form cracks under the pressure in the infusion lines, causing fluid to escape. See attached pictures for complained and inserted ariktel.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of component damage - leak was not confirmed upon inspection of the photos. Analysis of the sample showed that the reported defect is not observed. Bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.